Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the lower fitment of a pump tubing during a tpn infusion, dosage and rate not provided. There is no report of patient harm.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection showed a small tear at the bottom of the silicone segment above the retainer ring of the lower fitment. The tear measured approximately 0.011 inches long. Tool markings were also observed on the lower retainer ring component. Functional testing and pressure testing confirmed leaking from the damaged area on the silicone segment. The cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.